Manufacturer narrative:
Technician found the check valve was bad. Technician replaced the check valve assembly on the head up to resolve the issue.

Event description:
Technician alleged that the head section of the bed would not rise. No injuries reported.